Manufacturer narrative:
Physio-control further evaluated the removed assemblies and determined that the cause of the reported issue was due to a damaged flex cable assembly which connects the user interface pcb assembly to the pcb stack. It is unknown how the damage occurred.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the user interface pcb assembly and the flex cable assembly which connects the user interface pcb to the pcb stack. Proper device operation was then observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that their device was not booting up completely. The device was reportedly not going past the self-test screen during the boot up process. In this condition, the device would not be functional if needed during patient use. There was no report of any patient use associated with the reported issue.